Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of lens was faulty. Additional information was requested and received stating that the leading haptic was faulty and the procedure was completed on the same day using same model different diopter company lens.